Event description:
It was reported that pump experienced malfunction alarm with code malf 0, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if malfunction returned, which customer acknowledged and understood.